Event description:
It was reported that the patient experienced power cable disconnect alarms while on battery power. The alarms were initially transient but became continuous. Alarms continued after batteries were replaced. The patient's son attempted to replace the system controller but aborted attempt due to unsuccessful connection of driveline to the new controller. The alarms resolved when the patient connected to the mobile power unit (mpu). The patient arrived to the emergency room (ER) via ambulance on the mpu. In the ER the patient was placed on batteries to recreate the alarms, however, none occurred. The patient is currently connected to the power module. System controller interrogation showed screen of power cable disconnect alarms. Log file review displayed multiple strings of power cable disconnect alarms with connected to batteries beginning (B)(6) 2022 from 8:27 am - 9:20 am. These events did not occur while the controller was connected to the mpu. There was a transient low voltage alarm on (B)(6) 2022 at 9:20 am on batteries. This was due to a transient complete loss of external power to the controller where the emergency backup battery operated on power save mode. There was no interruption in pump support. At approximately 10:02 am, the log displayed driveline disconnect alarms which correlated with attempted controller replacement. The driveline was reconnected at 10:18 am. New log files from (B)(6) 2022 showed no alarms overnight. It seems like the clips were the source of the alarms. Related pump manufacturer reference number: # 2916596-2022-01995.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and difficulty connecting the driveline to a system controller were confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 27 days (18feb2022 ¿ 17mar2022 per timestamp). Intermittent atypical power cable disconnect alarms were active on 20feb2022 at 22:10:37, 28feb2022 at 10:16:39, on 17mar2022 from 08:36:13 ¿ 09:20:50 and on 17mar2022 at 12:53:20. These alarms were not associated with a power source exchanges and activated due to power cable faults on both power cables. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power. The alarms cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on 17mar2022 at 10:02:50 and was reconnected shortly after at 10:03:17; which correlates to the patient attempting to exchange the system controller. There were no other notable alarms active in the log file. Provided information stated that the patient¿s son attempted to replace the system controller, but aborted attempt because he could not successfully connect the driveline to the new controller. A root cause for the reported events was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook, under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.